Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high charge times. Further information was received that longevity concerns were discussed due to extended charge times. Boston scientific technical services (ts) discussed this device may reach the elective replacement indicator (eri) by charge times, which is unexpected. No adverse patient effects were reported. At this time, this device remains in service. The complaint device was not returned to boston scientific, therefore, product analysis could not be performed.